Event description:
A us distributor reported a battery charger will not charger a battery.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (fails due functional issue) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #1 light, indicating a charger failure. The root cause for the defective charger is unable to be positively identified. There were no adverse events associated with the charger malfunction.